Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unable to calibrate drive regulator. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name: (B)(6); occupation: biomedical engineer. The getinge field service engineer (fse) has confirmed the issue and replaced drive regulator (0103-00-0633). This corrected issue. Device passed all tests and functional performance verification. The defective components were received for further investigation. The failure analysis and testing department received a drive regulator, with a complaint of ¿unable to calibrate drive regulator¿. Performed visual inspection of the drive regulator per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. Installed the drive regulator into the iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested (15 minutes) in accordance with the cardiosave service manual part number 0070-00-0639 revision r. The test was able to trigger the reported complaint of ¿unable to calibrate drive regulator¿. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the drive regulator valve is not working properly. Retaining the drive regulator in the failure analysis and testing department per procedure (B)(4) rev ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.